Event description:
Visit required for the beginning of radiaition treatment. Breast site. Dr on duty stated "cat scan shows device in correct area." Another dr in another country removed this device which caused bleeding to breast area. Use of 4 x 4 plus 2 x 2 and tape. Breast edema. Blue cap removed by tech; filled with liquid substance. Requesting reasons why an onsite radiation dr has the right to remove the device which was placed on and in breast by private dr. Drainage of site, caused emergency visit. On oxycodone.